Event description:
It was reported that the right ventricular (rv) lead had high threshold prior to the ICD change-out procedure. The day after a new implanted ICD device, the lead was observed with loss of capture and decreased r-wave measurement overnight after the device change-out. High threshold was seen when the patient layed on their right side. The sensing vector was reprogrammed with increased amplitude from tip to coil. Rv output was increased based on physician discretion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1058t86 st jude competitor lead, implanted 2007-(B)(6), 5076-52 lead, implanted 2007-(B)(6), dtba1d1 ICD, implanted 2015-(B)(6). (B)(4).